Manufacturer narrative:
The autopulse li-ion battery (s/n: (B)(4)) was returned for evaluation. The customer reported complaint was not confirmed during archive review and functional testing. The battery is working as intended for use. No physical damage was observed during visual inspection and four green leds were illuminated when the status button was pressed. The archive data revealed that the battery was last charged successfully on (B)(6) 2017 and was last inserted into the autopulse platform on (B)(6) 2017. On (B)(6) 2017, the battery recorded errors after it was inserted in the charger and no battery information were recorded during these events after; however, it was then reinitialized and was fully charged. No further events were record after (B)(6) 2017. During functional testing the battery was inserted into a good known reference multi-chemistry charger (mcc) and the battery was charged successfully. The battery was also installed into a good known autopulse platform and battery performed as intended for use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for li-ion battery sn (B)(4).

Event description:
It was reported that the autopulse platform (sn: (B)(4)) was used on a patient. The crew paused the platform and when they tried to resume compression, the platform powered off and would not power on. Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known patient consequences reported.